Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered when the device crossed the tortuous area of the proximal rca. When the device was removed, the distal edge of the stent struts was found to be lifted. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.25x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first and second strut on the distal stent end were stretched and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within the maximum crimped stent specification. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered when the device crossed the tortuous area of the proximal rca. When the device was removed, the distal edge of the stent struts was found to be lifted. The procedure was completed with another 2.25 x 28 synergy drug-eluting stent. No patient complications were reported and the patient' status was stable.